Event description:
Hill-rom rec'd a complaint on one of its silkair low airloss therapy mattress replacement systems where the pt was allegedly awaken to a fire on the right side of the mattress. The pt was not injured during the event and a hill-rom service technician was dispatched to the residence to investigate the incident. The technician found the mattress and air supply hose melted and burned along the pt's right side of the mattress but found no problems or damage to the control unit which may have contributed to the alleged fire. The device was removed and sent to hill-rom engineering to perform a root cause investigation. Hill-rom will provide add'l info regarding this incident in a f/u report once the root cause investigation is complete.